Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that contact delivered a food bolus which resulted in customer's blood glucose (bg) lowering to 146 mg/dl. Multiple follow up attempts were made to gather additional information, however, the contact did not respond to follow up attempts.